Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on a endoscopic retrograde cholangiopancreatography (ercp) to treat common bile duct stones, performed on (B)(6) 2023. During the procedure, approximately after 3 minutes a "honeycomb" image effect was seen. The physician was able to continue with the procedure. However, at the end of the case a "blue halo" appeared on the screen causing a deterioration in visualization. The procedure was able to be completed with the same scope. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor-quality image.